Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the insulin gauge was inaccurate. Customer's blood glucose was 280 mg/dl. Customer loaded a new cartridge which resolved occlusion and generated an accurate fill estimate.